Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30th mar 2026, it was reported by a distributor via email that ar-1662bc-7 swvlk teno bio-comp 7x 19.5mm batch 15336305 anchor broke while the surgeon was inserting it into the patient. This was detected during scope shoulder procedure on (B)(6) 2026 and piece(s) broke off inside patient. The procedure was completed successfully with another implant and no harm caused to patient.